Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor would not power on. The cause for the failure was isolated to a thermally damaged capacitor (c10) on the computer/analog board. The root casue for the thermally damaged capacitor could not be positively identified. No adverse events occurred as a result of the defective monitor. Device evaluation of battery sn (B)(4) and sn (B)(4) has been completed. The reported problem (won't power on a monitor) has been confirmed. Upon investigation the batteries were unable to power on the monitor or recharge. The cause for the battery failures was isolated to an open battery fuse (on each battery). The cause for the open fuses was excessive current. The root cause of the excessive current was likely due to the defective monitor. No adverse events occurred as a result of the defective batteries.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that it would not power on. A us distributor returned battery packs sn (B)(4) and (B)(4) and reported that they would not power on a monitor.